Event description:
Report received from abbott international affiliate (abbott australia) that states: "pt on apm in pca mode on 1.0mg dose became sedated. The dose was being delivered independently over 10 minutes without the pendant being used. Gave 13 x 1mg dose. Pt became narcotized and required naloxone to be reversed. Fully recovered, did not require resuscitation or other treatment." Additional event and pt info has been requested. When any significant info relevant to this incident becomes available, it will be submitted in a follow-up.